Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the refrigerator failed to open which was contain the critical medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the door failures were due to a latch issue with the remote manager. A field service engineer (fse) inspected the remote manager latch issue causing door failures, verified that the hasp alignment and fitment were correct, and determined the latch was worn. The latch was replaced with a new one, resolving the issue. The system functioned as intended after field service engineer repaired the device.